Manufacturer narrative:
A photo was returned showing the clave separated from the trifurcate connector. The probable cause of the disconnection is insufficient solvent coverage during assembly in ensenada. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a 28 cm (11") set per infusione per pompa con due clave® connector e perforatore con filtro where they reported that the connector intended to attach to a secondary tubing has detached from the infusion tree. They reported that this incident was observed 5 times with devices from the same lot and on the same patient. They stated that there was " no immediate clinical consequences. The medication was nacl 0,9% saline solution for hydration, there were no visible signs of malfunction, damage, stress or wear with the device prior to the incident." There was patient involvement but no adverse event/human harm.